Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of pin being lodged in the system controller power cable was confirmed via analysis of the submitted photo. Inspection of the submitted photo revealed that one of the pins in the patient cable¿s white power cable connector had broken off, indicating that the broken pin had become lodged in the system controller¿s white power cable connector. The system controller was not returned for analysis. Additional information provided communicated that the issue resolved after exchanging the equipment. It was also noted that no products would be returned for analysis. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The system controller was shipped to the customer on 08dec2022. Heartmate 3 instructions for use (IFU) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the controller and the power cables. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. This section also explains the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a pin that was visualized to be stuck in the system controller's white power cable when switching from batteries. The system controller was unable to be connected to the patient cable and a missing pin was seen within the white patient cable. The patient cable was replaced on the power module. The system controller was subsequently exchanged due to the inability to connect to wall power by the white cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The system controller exchange resolved the issue. Log files weren't able to be provided due to the broken white power cable.